Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This was observed while disconnecting from peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. The patient luer adapter was also observed separated from the silicone tubing. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported separation between the female connector and main body was verified. The cause of the separation between the female connector and main body is related to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. The cause of the separation between the patient adapter and silicone tubing could not be determined; however, the connection between the female connector and silicone tubing is a friction fit and not a solvent bond; therefore a strong tug on the tubing could cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.